Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 47mg/dl at the time of the incident.. It was unknown the auto mode feature was active or not at time of low blood glucose event. Customer stated their transmitter had blood all over the connector. The device will not be returned for analysis.